Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient had bilateral nipple sparing mastectomies & immediate reconstruction with mentor tissue expander, 400cc for breast cancer and is status post radiotherapy both of the expanders collapsed the right one first followed by the left one. As a result patient underwent bilateral removal and replacement of leaky expander with new expanders and bilateral breast reconstruction on (B)(6) 2018. ¿per mentor IFU, these devices are intended for temporary implantation and are not intended for use beyond six months.. Therefore, these devices were used off label.¿ this report is for the left implant.